Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The multifunction cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did show check pads/poor pad contact messages prior to a single successful shock being delivered with an impedance of 286 ohms. An unusually high impedance can be caused by several contributing factors including, environment, poor patient preparation or poor coupling of the electrode pads to the patient's skin. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "check pads" message via external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2019-03600 for a similar report from the same customer.